Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a (B)(6) female pt who received super poligrip (formulation unspecified) over a period of eight years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. At an unk time after starting super poligrip, the pt "suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to her super poligrip use." According to the claim, these injuries had left the pt "unable to perform her normal, customary and daily activities." Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Medical records received 08/07/2009: at a neurology visit on (B)(6) 2004, it was noted that the (B)(6) pt began noticing numbness in her hands and feet in (B)(6) 2003. This slowly progressed up the leg in a symmetric, painless fashion over two to three months then stabilized. Since then, the pt primarily had balance problems with several near falls. The numbness had stabilized, but had not improved and involved the digits of both hands and feet progressing up the knees. Around this time, she also had significant generalized myalgias which had subsided. In (B)(6) 2004, the pt was screened at a multiple sclerosis center, where brain MRI's were unremarkable. She was unable to work beginning (B)(6) 2004 due to the weakness, poor balance, and fatigue. At neurologist visit on (B)(6) 2004, the pt was noted to have a copper level of 40 (normal 80), and she had been started on copper 2 mg daily with some improvement in tingling. At neurology f/u on (B)(6) 2006, the pt remained on copper therapy. She continued to have progressive weakness as it was noted that she had undergone a quadriceps muscle biopsy which diagnosed mitochondrial myopathy and type ii muscle fiber atrophy. At medical visits through 2008, the pt continued to have some weakness while on copper 2 mg daily. At f/u on (B)(6) 2008, she was feeling better overall with more energy. F/u info was received on 05/05/2010 via medical records; the pt was evaluated between 2003 and (B)(6) 2009 for complaints and symptoms including muscle weakness and aching, numbness, fatigue, muscle wasting (since approx 2003), balance problems, walking disturbance, syncope, ((B)(6) 2004), degenerative changes of lumbar and thoracic spine, and atalagic or spastic gait requiring use of a cane. Diagnoses and/or assessments included muscle weakness disorder, myelopathy, mitochondrial myopathy, peripheral neuropathy, and copper deficiency. Diagnostic testing revealed type 2 fiber atrophy and pathological findings suggestive of mitochondrial myopathy ((B)(6) 2005 skeletal muscle biopsy); probable cyst of choroids plexus (brain mrt (B)(6) 2004). Electromyography (emg) in (B)(6) 2003 and (B)(6) 2004 were normal and in (B)(6) 2004 was mildly abnormal. Treatment included lyrica, physical therapy, and copper supplementation. On (B)(6) 2003, she was seen by a neurologist and reported difficulty for the last several years with leg weakness and walking up stairs, with a six month history of toe, hand and leg numbness, leg weakness, and unsteadiness. On (B)(6) 2004, clinical picture was assessed to be consistent with a neuropathy and further testing was ordered. On (B)(6) 2004, impression included peripheral neuropathy, parasthesias and possible paraneoplastic syndrome. On (B)(6) 2004, she experienced a fall and ankle fracture, and emergency room notes indicated she was known to have peripheral secondary to copper deficiency. In (B)(6) 2004, copper level was noted to be low (40), and pt felt her symptoms "may have been due to excessive zinc in dental adhesives which she used extensively, the zinc drove the copper levels down leading to symptoms." She presented on (B)(6) 2009 for f/u to pontine stroke. Super poligrip is mfg in (B)(4). Neither lot number or product is available.